Event description:
I have been using an external catheter from mens liberty for 3 years without any problems. I started taking spironolactone in the beginning of (B)(6) 2025. I soon started to develop sores on my penis; some were small blisters. I stopped using the catheter for 2 weeks to allow for healing. When I tried to the catheter again the sores reappeared after 1 day. I stopped using the catheter but the sores continued to appear with some pain. Reflecting on why this was happening after 3 years of successful use of the catheters, the only thing different was the taking of spironolactone. I stopped taking it and saw my dermatologist doctor (dr) (B)(6) he suggested a skin test and noted that it was not stevens-johnson syndrome. I did a 48-hour test using all of the mens liberty products. I did not get an allergic reaction to any of the products. Since I stopped taking the spironolactone some healing has occurred and I have extend the time to ensure complete healing before I return to using the catheter. I realize that this maybe coincidental but I feel that it is worth reporting as others may have had the same or similar problems.